Event description:
During the procedure a piece of the screw bit broke off in the patient's left shoulder. Md pulled out the broken piece. X ray came to the room with a c arm to get x ray. Md confirmed that no pieces were left in the patient's arm utilizing x ray.